Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 408 mg/dl, 390 mg/dl and was in range of 300 and 200 mg/dl. The customer was treated with insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.